Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited excessive vibration, low flows, the power had dropped and pump thrombus was suspected. The patient had an increase lactate dehydrogenase (ldh), an elevated right and left sided filling pressures, with mild post-capillary pulmonary hypertension and was treated with an anticoagulant. An echocardiogram and computed tomography angiography (cta) were performed and showed no issue with the outflow graft. A transesophageal echocardiogram (tee) was performed for inflow graft obstruction concern. The patient was asymptomatic, and the flow was back up after the patient was treated with heparin. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: the ventricular assist device (vad) was not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a sudden decrease in power consumption and estimated flows on 02-aug-2020; however, no low flow alarms were logged within the analyzed period. One high watt alarm was logged on 05-aug-2020 immediately following an increase in pump rotational speed. Additional information received indicated that the patient presented with increased lactate dehydrogenase (ldh) and elevated right and left sided filling pressures with mild post-capillary pulmonary hypertension. An echocardiogram and computed tomography angiography (cta) did not reveal any issues regarding the outflow graft. Of note, it was reported that the patient was treated with anticoagulants after which the power and flow returned to normal operating range. Based on the available information, there is no evidence to indicate that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, device thrombus is a known potential complication associated with the implantation of a vad pump. Based on review of past adverse events for this patient, it was noted that the patient had previously experienced a decreased flows/suspected thrombus event. Based on the available information, the most likely root cause of the observed high watt alarm event can be attributed to inappropriate pump rotational speed and/or incorrect setting of alarm threshold. Based on the risk documentation and available information, a possible root cause of the low flow event may be attributed, but not limited, to thrombus at the inflow cannula. Based on the risk documentation, the reported pump excessive vibration event may be attributed to multiple factors including but not limited to thrombus within the device leading to impeller imbalance or the placement of the pump which allows contact with fixed or rigid anatomical structure. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.